Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual inspection showed that no visible damage or abnormalities were found. The mechanical test was performed, the needle retracted and deployed, and the function of the buttons worked as intended. The device was functional test, the device performed prime, pretreatment and 5 full treatments without any issues or errors. The reportable event could not be confirmed. Based on this investigation a clear probable cause for the event cannot be established; therefore, the conclusion code of cause not established has been assigned.

Event description:
It was reported that during the water vapor therapy procedure, the needle of the device did not retract when was inside the patient, the physician was able to retract the needle a bit and it was exit through the shaft from the patient, the procedure was completed with another device. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual inspection showed that no visible damage or abnormalities were found. The mechanical test was performed, the needle retracted and deployed, and the function of the buttons worked as intended. The device was functional test, the device performed prime, pretreatment and 5 full treatments without any issues or errors. The reportable event could not be confirmed. Based on this investigation a clear probable cause for the event cannot be established; therefore, the conclusion code of cause not established has been assigned. Correction: block h6: device code has been corrected.

Event description:
It was reported that during the water vapor therapy procedure, the needle of the device did not retract when was inside the patient, the physician was able to retract the needle a bit and it was exit through the shaft from the patient, the procedure was completed with another device. There were no patient complications.

Event description:
It was reported that during the water vapor therapy procedure, the needle of the device did not retract when was inside the patient, the physician was able to retract the needle a bit and it was exit through the shaft from the patient, the procedure was completed with another device. There were no patient complications.